Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak under the unicel dxl 800 access immunoassay system. There was no report of injury or exposure to hazardous liquids.

Manufacturer narrative:
The customer is not questioning assays or patient results. A field service engineer (fse) went on-site (B)(4) 2011 and found leaking waste transfer peri-pump tubing. Tubing was replaced which resolved the leak. Hardware is the root cause of this event.